Event description:
It was reported that the device was explanted after an implant duration of approximately 121.6 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/29/2010 and 05/07/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and there was no nonconformance found related to this event.